Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump was alleging the over delivery. The blood glucose at the time of the incident was 68 mg/dl and current blood glucose was 121 mg/dl. Teh customer treated low blood glucose with the food and declined troubleshooting of it. Customer got a low blood sugars he ate 200 carbs to covering the bolus and ate dunkin' donuts and checked his blood glucose and it was 68 mg/dl. The device is not expected to be returned for analysis.